Event description:
It was reported that the pt experienced a burning sensation. The pt turned the stimulation down and that didn't help the pain. The pt says it feels like the stimulation was in her kidney and through her back area. The battery pocket area was tender to touch. The pt noted that the stimulation bothers her at the end of the day and wakes her up at night. It was also reported that two electrodes on the top were bad and the "side had dropped a wire." The pt reported she had a lot of scar tissue. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).